Event description:
As reported; "the couriers and warehouse sent a u-blade inserter instead of a lag screw t handle, this caused a 10 minute delay while we looked for a solution. The dr. Then had to decide to use our product off label to get the lag screw inserted so he could finish the procedure and get the patient off the table. The way he decided to insert the lag screw didn't allow for any compression so the fracture didn't come together as nicely as it could have."

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. No product defect reported, the incorrect item was sent.

Event description:
As reported: "the couriers and warehouse sent a u-blade inserter instead of a lag screw t handle. This caused a 10 minute delay while we looked for a solution. The dr. Then had to decide to use our product off label to get the lag screw inserted so he could finish the procedure and get the patient off the table. The way he decided to insert the lag screw didn't allow for any compression so the fracture didn't come together as nicely as it could have."

Manufacturer narrative:
The reported event could not be confirmed since the issue is more towards the use of the device which was communicated as is. A device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Through the event details it is clear enough to suggested that the alleged issue is user related and that there is no allegation made against the device used. The issue was potentially caused due to a mix-up of the instruments; however it is the responsibility of the operating surgeon to ensure the adequacy of the devices prior to the surgery. Sufficient instructions have been provided in the respective operative techniques and IFU for a successful execution of a surgery. The IFU clearly instructs the user that: ¿only use the instrument for its intended purpose as described in the operative technique for the product system. Off-label use of an instrument can harm the patient and/or impair the function and integrity of the instrument. Before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other.¿ if any further information is provided, the complaint report will be updated.